Event description:
Client on o2 concentrator has told differing stories: initially stated his o2 concentrator blew up. Then stated he thought it had been lit by lightening during storms the previous night. Then changed his story to say it never blew up, but that he had been sleeping in his chair and was awakened as he slipped out of his chair into a fireball tht was near his face and suspended off the floor. Client states this is what burned his face and the burn to his hand occurred when he attempted to remove his glasses. Was treated and released with 1st degree burns from the outpatient clinic. He denies smoking but has smoked in the past, and his house smells of smoke on occasion, though he always denies same. Nobody was home with him at the time of the incident. Also, his final story was that he felt this was spontaneous combustion.